Manufacturer narrative:
Film evaluation summary: the exact source and cause of the blush type contrast seen along the left side of the bifurcate main body near the flow divider could not be conclusively determined from the three still angio images provided. Pre-implant films and additional films at implant were not provided. The complete anatomy information and complete stent graft in-vivo configuration cannot be assessed. Although a type iii fabric endoleak cannot be ruled out, it is most likely a type IV transgraft endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck measured 21.3 mm in diameter. It was reported that during the index procedure an angiogram revealed that the endurant stent graft had a type iii fabric endoleak at the bifurcation part of the abdominal aorta. The physician elected to balloon the area but the endoleak persisted. The physician then elected to implant endurant stent graft limbs bilaterally and the event was resolved. It was also noted that surgery was delayed by 40 minutes. Per the physician the cause of the event was related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional film evaluation summary: the exact source and cause of the contrast seen along the left side of the bifurcate main body near the flow divider cannot be conclusively determined from films provided. Pre-implant anatomy information were not available. CT's during implant were not provided; the complete stent graft in-vivo configuration cannot be assessed. Angio's at implant showed jetting type contrast outside of the stent graft, near the flow divider along the left side. Although a type iii fabric endoleak cannot be ruled out, it is most likely a type IV transgraft endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. There was also several patent collateral vessels near the level of the flow divider; however, it was unclear if they were feeding the aneurysm sac.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.